Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her son's blood glucose reached between 300 to 400 mg/dl and that the cannula was bent. The pod was removed and discarded. Duration of pod use and pod site not indicated.